Event description:
Sorin group (B)(4) rec'd a report that the knob on the s5 pump became stuck and could not be adjusted above 30 rpm. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. This incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) rec'd a report that the knob on the s5 pump became stuck and could not be adjusted above 30 rpm. There was no pt injury. The investigation is on-going. A f/u report will be filed when the investigation is complete.